Event description:
It was reported the patient had one abnormal myelogram when the catheter tip broke in (B)(6) 2008. A catheter revision was performed on (B)(6) 2008. It was stated the patient did not have problems prior to this issue. No further information was provided. It was unknown what drug the pump was used to deliver at the time of the event. At one time, the pump was used to deliver morphine (unknown) and bupivacaine (dates were unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).